Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated apparent explant damage. Products: 383069 implantable pacing lead 2011 (B)(6); 419488 implantable pacing lead 2011 (B)(6). (B)(4).

Event description:
It was reported that the device did not meet expected longevity due to high output conditions. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead had high thresholds and was found to be dislodged. The lv lead was explanted and replaced. Further, the low voltage lead placed in the his bundle had high thresholds and was explanted. In addition, the right ventricular (rv) lead had chronically high thresholds due to possible micro-dislodgement and was explanted and replaced. The patient was enrolled in the direct trial. No patient complications have been reported as a result of this event.